Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. On the pre-procedure computerized tomography imaging the laa landing zone was determined to be 20mm by 18mm and the laa orifice was determined to be 28mm. Intracardiac echocardiography was used during the procedure to visualize device implantation. All the close requirements were met, and the procedure was completed without any problems. Three to four hours post procedure, it was seen on the transthoracic echocardiogram that the device had embolized and was free floating in the left atrium. The device then traveled to the mitral valve. In an emergency procedure, the device was snared using a 18f amplatzer steerable delivery sheath. The device was removed and a 24mm non-abbott device was implanted on the same day. The patient was discharged the following day.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.